Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector disconnected during contrast infusion and "blew contrast" in the patient's hair. The event was further described as "the hub spins off after being tightened". There was no report of patient injury or medical intervention associated with this event. No additional information is available.